Event description:
A physician reported the trocar leaked during a vitrectomy procedure. The product was released and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened 25 ga (gauge) trocar assembly, two handle/blade assemblies w/tip (with tip) protectors, two cannula/hub assemblies in a smpt (small parts tray) within a zip top bag were received. The returned samples were visually inspected and were found to be non-conforming with damaged and torn septum slits. Leak testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause for this complaint is unknown; the damaged condition of the valves could have contributed to the reported event; how and when the valves became damaged cannot be determined from the evaluation performed. The exact root cause for this complaint is unknown therefore specific action for this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).